Manufacturer narrative:
Reliability analysis evaluated three random sealed reservoirs. Inspected the snap-cap and septum for anomalies and none were found. Ran occlusion testing and no occlusions were noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that he had no delivery alarm during basal/bolus/fixed prime. Customer's blood glucose was 438 mg/dl. The customer was treated with manual injection. The customer was instructed to open a new set. Customer was able to manually prime. The customer was assisted with rewinding and priming with pump and able to prime with pump. The customer was advised that we will replace all sets and reservoir from the same lots.